Manufacturer narrative:
This report is submitted on june 08, 2022.

Event description:
Per the clinic, the patient developed wound infection at the implant site and subsequently, the patient underwent a surgery on (B)(6) 2021 in order to treat the wound.